Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd needle eclipse 25x1-1/2 rb leaked. It was reported by customer that during the ip administration there was some leakage from the needle, and they are unsure whether all the ip has been administered to the subject. Per site: "we checked the connections etc as this is standard practice. We struggle to see where the leakage was coming from due to the size of the needle. I would never insert the needle completely in as for safety purposes you need to ensure that there is enough to get hold of should it break away from the hub. 2/3 of the way is normal standard practice. We both checked the connection which is again standard practice. It's also a batch we have used before but that doesn't rule out a problem. Rcc received a complaint via email. 1 ml syringe 309628: lot#: 1082594. 25g needle 305767: lot#: 1028656. Site mentions that during the ip administration there was some leakage from the needle, and they are unsure whether all the ip has been administered to the subject. Per site: "we checked the connections etc as this is standard practice. We struggle to see where the leakage was coming from due to the size of the needle. I would never insert the needle completely in as for safety purposes you need to ensure that there is enough to get hold of should it break away from the hub. 2/3 of the way is normal standard practice. We both checked the connection which is again standard practice. It's also a batch we have used before but that doesn't rule out a problem." The site/sponsor is unsure if the leak came from the needle or the syringe. The needle was not retained for safety reasons. No photos are available of the impacted needle/syringe.

Manufacturer narrative:
F code updated